Manufacturer narrative:
Nidek inc. Considers pitting lens issue on yag laser a reportable event as the yc-1800 had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Device evaluation in work process, a follow-up report will be submitted once evaluation of device is completed.

Event description:
On (B)(6) 2016, nidek inc. Customer service received a telephone call a user facility to report that the laser was not aiming to the correct spot, it was aiming before or behind the intended area and out of 130 shots, only 10 were good. The customer states that pitting lens was observed but no patient injury occurred.

Manufacturer narrative:
This follow-up report was to provide the device evaluation information for the initial MDR report submitted on 11/08/2016. Device was returned to nidek inc and was evaluated by an in-house nidek service engineer (se). Se tested and verified laser output, focus and alignment of the yag/aiming and no failure found. Concludes that the device was functioning properly and the customer's complaint issue was not confirmed. Based on gathered data from customer's email to a nidek MDR specialist, the device settings were changed prior to use but according to se, the settings observed were within specification and that the doctor was using correct settings at the time of surgery. In addition, the customer mentioned that no surgical or medical intervention needed for the patient involved. Per idar record, the user facility had the demo laser since august 2016 and as a precautionary measure, nidek inc. Replaced customer's unit with the new yc-1800 sn: (B)(4).

Event description:
See initial MDR 0002936921-2016-00003 for details.